Event description:
A nurse brought to a pharmacist's attention an issue when pulling drug from iron sucrose vials with the covidien needless med prep cannulas. When a dose is drawn up, leakage is noted around the silver cap starts to leak.